Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom door not fully latched message was confirmed and reproduced. As a result, the door hooks and latch pins were replaced to correct this condition.

Event description:
It was found during testing that a pump was intermittently alarming for a door not fully latched alarm. There was no pt involvement, since the error was found during testing.